Event description:
It was reported that the patient had an infection at the ipg incision site. It was noted that the patients pocket site had fluid discharge and had redness. The physician believed that the infection was device related. The patient was placed on antibiotics. The patient was doing well.